Manufacturer narrative:
Age at time of event: patient is 18 years or older. A promus elite ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a laser-cut region fracture 108.5 cm distal to the strain relief. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 03sep2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 28 x 3.00mm target lesion with a bend of >=90 degrees was located in the severely tortuous and non-calcified left circumflex artery. A 28 x 3.00 promus elite drug-eluting stent was advanced but the device could not navigate through the lesion even after multiple attempts. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable. However, returned device analysis revealed device fracture.